Event description:
Same case as manufacturer's report# 6000089-2007-01482. It was reported that during a carotid artery stenting treatment procedure, stent positioning, delivery system removal, delivery system fracture, and stent detachment difficulties occurred. The stenosis in the right internal carotid artery (ica) and common carotid artery (cca) was heavily calcified. Due to the severity of the calcification, as the physician attempted to position the carotid wallstent monorail 8.0 x 29 mm prior to deployment, the guiding sheath "slipped" back down into the aorta and proper deployment positioning was lost. The physician was unable to move the stent delivery system (sds) any further through the stenosis, so he decided to remove the stent and delivery system in order to reposition the guiding sheath. While attempting to remove the sds, he encountered resistance and the delivery system snapped at the monorail section. The undeployed stent remained wedged inside the stenosis. The physician was able to successfully capture and remove the stent and the filterwire ez 190 cm using a micro snare. A stable position was then achieved with the guiding catheter and the procedure continued. He now re-crossed the lesion with a new filterwire ez and predilated the lesion to 6 mm again. This second carotid wallstent monorail 8.0 x 29 mm successfully crossed the lesion and the stent was correctly positioned for deployment. The physician encountered a little resistance as he started the deployment, but was able to almost fully deploy the stent. At that point, he noticed that the outer distal marker had been stripped off the outer catheter and was now crimping/covering the outside of the stent. This prevented the stent from fully opening due to the ring squeezing the lower third part of the stent very tightly. The physician attempted to break the marker using a balloon inflated to high pressure but was unsuccessful. Subsequently, the physician snared the bottom of the stent and completely removed it over the filterwire ez 190 cm. The filter wire was then removed. Aortic arch and abdominal angiograms were then performed to check for any damage. The patient had no neurological events during the night, is currently well, and was discharged from the hospital.